Event description:
The lay user/patient contacted lifescan alleging the meter displays an unk error message. The meter displayed error 5 while troubleshooting. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B) (4): the lay user/pt's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins 1, 2 and 3 lifted high. If any additional info is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.